Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and did not duplicate the alleged malfunction. The unit passed extended self-testing.

Event description:
The customer reported that an 840 ventilator stopped cycling. The ventilator was not on a patient at the time of the event.